Event description:
It was reported that the patient was admitted to the hospital for a non-heart related condition. While there, the patient's heart rate was at 30-35 bpm and during a device check no telemetry could be established. It was assumed the device had reached eol (end of life). The device was explanted and replaced. After the replacement, the physician noted that EKG from a couple weeks earlier showed the device pacing in ddd mode, and he thought it was unlikely the device had reached eol approximately 10 days after pacing had been recorded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.